Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that, ¿they had to operate the patient in a conventional way, cutting and suturing manually and had to remove the stapler stuck to the lobule.¿ was the lobectomy case being performed vats/video-assisted or open? If vats/thoracoscopic, was the case converted to open to remove the stapler?

Event description:
It was reported that during a lobectomy, the stapler was fired and stopped in the middle of firing. The stapler didn¿t open with the reverse button nor the manual override. The lobule had to me removed with the stapler stuck to it. They had to operate the patient in a conventional way, cutting and suturing manually and had to remove the stapler stuck to the lobule. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/12/2018. Batch # rp57p79. MDR decision: serious injury. Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a serious injury. Additional information requested and received: it was reported that, ¿they had to operate the patient in a conventional way, cutting and suturing manually and had to remove the stapler stuck to the lobule.¿ was the lobectomy case being performed vats/video-assisted or open? If vats/thoracoscopic, was the case converted to open to remove the stapler? Yes, they converted to open surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the disease state of tissue being fired on? Does the surgeon believe that the tissue was easily compressible to the closed staple height? What is the current patient status? Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with no reload loaded on the device. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/1/2018. Additional information requested and received: what were the indications for surgery? What was the disease state of tissue being fired on? The intervention was a left pneumonectomy for lung cancer after neoadjuvant chemotherapy. They wanted to staple the main bronchus. Does the surgeon believe that the tissue was easily compressible to the closed staple height? The fabric was not easily compressible. What is the current patient status? After the surgery, the patient did not present complications.